Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The top jaw of the pituitary is bent slightly to the right.

Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the tip of the micro pituitary was loose after several uses. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records is not possible without additional device information.